Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that no visible damage was noted on either the scallop or the locking features of the shell/cup. Scratches were identified on the rim and inside of the shell. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the liner would not seat in cup. Due to malfunction, surgery was delayed for more than 2 hours. Patient's bone was noted to be fractured. Attempts have been made, and no further information has been provided.